Event description:
One patient with discrepant troponin t results. Initial results not reported, patient not adversely affected. Initial results 0.123 ng/ml, repeated twice on same analyzer, both results giving <0.01 ng/ml. The field service representative was unable to find a cause for the discrepancy. Performance tests were performed and were within specification.